Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. Patient described reaction as contact dermatitis with redness, located at the abdomen. On (B)(6) 2016 patient went to out patient care and received a prescription for triamcinolone 0.01%. On (B)(6) 2016 patient visited the dermatologist and received a prescription for fluocinonide 0.05%. No additional event or patient information was provided.